Event description:
It was reported the pt was receiving stimulation in the wrong location. It was also reported that, following a lead revision, several unsuccessful attempts were made to establish communication with the pt's implantable neurostimulator. It was stated "electrocautery" was performed somewhere on the pt. It was not reported which of the pt's devices had the problem. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available. Reference MFR. Report # 3004209178201008675.

Manufacturer narrative:
(B)(4).